Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for syringe barrel damage with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of barrel damage was not observed. Bd was not able to determine where the damage occurred from the photos alone. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was molding defect - short shots. The following information was provided by the initial reporter. The customer stated: "when opening the package, the abg's barrel was found to be damaged. The surface of the barrel body was rough and not smooth".